Event description:
Pt presented with a rupture (B)(6) 2011 and was repaired using 2 tx2 42mm endografts. Pt represented with a leak and symptoms to ed (B)(6) 2012, with attempted re-intervention. Re-intervention for type 1a endoleak was required. Pt expired following re-intervention.

Manufacturer narrative:
(B)(4). The investigation is in process.